Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission, non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing was observed. The patient did not receive therapy during the over-sensing. The recommended programming changes will not be made and the patient will continue to be monitored.